Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. Photographic images were made of the returned product.(B)(4).

Event description:
Allegedly breakage of modular neck. Active in medical recommendation limits. No trauma. Orig. Surg. 2010.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00069, 00070. This event occurred in (B)(6).